Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). The left coronary artery was coaxially engaged with a 6f non-boston scientific (bsc) guide catheter and the lcx was crossed with a non-bsc guidewire. Following pre-dilatation with a 2.5 x 12mm balloon catheter, a 16 x 3.50 promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed, and the lesion was pre-dilated again. However, when the stent was advanced again, the hypotube broke at 25cm from the proximal end. The device was pulled out and another 16 x 3.50 promus premier select des was implanted followed by post-dilatation with a 3.75 x 12mm non-compliant balloon. The procedure was completed with good outcome and the patient status was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 16 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a hypotube break 35 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). The left coronary artery was coaxially engaged with a 6f non-boston scientific (bsc) guide catheter and the lcx was crossed with a non-bsc guidewire. Following pre-dilatation with a 2.5 x 12mm balloon catheter, a 16 x 3.50 promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed, and the lesion was pre-dilated again. However, when the stent was advanced again, the hypotube broke at 25cm from the proximal end. The device was pulled out and another 16 x 3.50 promus premier select des was implanted followed by post-dilatation with a 3.75 x 12mm non-compliant balloon. The procedure was completed with good outcome and the patient status was stable post procedure.